Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.

Event description:
It was reported that the customer was hospitalized for high blood glucose levels and dka. The customer is resistant to humalog according to hcp. The customer also reported that there was air in the tubing the day of hospitalization.